Event description:
Pt was noted to have labored breathing while intubated. Upon further investigation it was found that a corner of the plastic head drape had been trapped in the breathing circuit when the circuit components were connected. The drape was removed and normal breathing ensued. No pt adverse event.